Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#: unknown, implanted: on (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2025. It was reported that they had a broken lead, lead damaged, or lead cut. The cause of the issue was unknown. It was unknown whether the issue was resolved. Patient reported that wire has been cut apart and only noticed it this morning. Patient reported that only time they were able to feel stim was before leaving the physician's office when the manufacturing representative (rep) was setting therapy settings. Patient mentioned that there was 1 wire broken coming out from their back and 1 broken wire coming out of ens. They had patient check mytherapy app, showing no leads attached to cable error msg. The agent notified the rep to contact patient. They also advised patient to contact physician's office.

Manufacturer narrative:
Correction for nds3188. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.